Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported wrong quantity when removing medication. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was showing wrong quantity while removing med. An information analyst (ia) indicated the technical support specialist that the system was still under provisioning following the migration. After a few days of monitoring, the customer confirmed that the issue had been resolved. Apparently, after the upgrade, the issue did not reappear, and the system continued to function normally. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported wrong quantity when removing medication. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction . There were no adverse events or injuries reported based on this event.